Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: crease fold, wear abrasion and total delamination of the valve. Leak test and microscopic analysis was performed which identified: total delamination of the valve.

Event description:
Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported a right side deflation. Device remains implanted.